Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no output and there was no message of device progressing from rrt to eol displayed.